Manufacturer narrative:
(B)(4). The sample was returned for evaluation. It was noticed that only the expiratory side of the circuit was returned. The expiratory limb has a melt approximately 7 inches from the column end that runs one inch in length. There is no heated wire or circuit plastic burning (charring) visible. It is apparent that the circuit experienced some form of stretching or "milking" as the heated wire has retracted backward toward the water trap not allowing for heating all the way to the patient end of the limb. On the column end there are several locations where the heated wire is coiled, or "bunched" which can be the catalyst for a melt. This expiratory limb of the circuit was part of an infant patient bubble CPAP system. An attempt to simulate the melting scenario was set up. The expiratory limb was attached to a universal water column. The heated wire energy was being supplied by a concha smart neptune heater. A temperature probe was monitoring the temperature of the circuit limb. The expiratory limb was connected to the inspiratory hot leg of the nep tune, and approximately one lpm of air was being pushed through the circuit. The neptune was set at 36 degrees c, non-invasive mode, and rainout was set at +3 points to the sun). (Con't) other remarks: water was supplied from a 1650 ml hudson rci sterile water bottle. The neptune was not able to reach 36 degrees c. The highest recorded temperature was documented at 35.3 degrees c. Another melt was not simulated under these conditions. While the melted circuit limb can be confirmed, the circumstances cannot be recreated. The specified electrical resistance of the heated wire of the circuit limb was measured at 29.1 ohms of resistance. The value is well within the specified range. The instructions for use (IFU) states, "always maintain adequate flow rates through the circuit to prevent overheating", and, "do not milk or stretch tubing to remove condensation. Wire damage or circuit malfunction may occur", and, "do not place tubing on patient's skin. Do not cover tubing with sheets, towels, blankets, clothing, or other materials". The complaint has been confirmed. However, all circuits are 100% inspected for leaks at the time of manufacturing so it is unlikely that this defect was present at that time. A corrective action is not required at this time as the damage observed on the circuit and the time of discovery indicate that operational context caused or contributed to this event.

Event description:
Customer complaint alleges that "a neonatal patient on bubble CPAP was reported to have had a circuit melt while they were on the babi plus bubble CPAP system". Alleged issue reported as occurring during use. It was reported there was no injury or consequence to the patient.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned to the manufacturer at the time of this report. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided. No corrective action can be established at this time. In order to perform a proper and thorough investigation, to confirm the alleged defect reported and determine the root cause, it is necessary to evaluate the device involved on this complaint. If the device sample becomes available at a later date this report will be updated accordingly.

Event description:
Customer complaint alleges that "a neonatal patient on bubble CPAP was reported to have had a circuit melt while they were on the babi plus bubble CPAP system". Alleged issue reported as occurring during use. It was reported there was no injury or consequence to the patient.